Event description:
The user facility reported that an employee obtained an injury to their back while loading their atlas transfer carriage into a amsco 400 steam sterilizer. The user facility did not disclose information regarding the reported injury however, no medical treatment was sought or administered.

Manufacturer narrative:
A steris service technician arrived onsite and observed that user facility personnel were utilizing multiple transfer carriages with their sterilizer. Due to height differences of the transfer carriages and the unevenness of the facility's flooring, this caused the transfer carriages to not line up to the sterilizer's docking station properly subsequently causing damage to the transfer carriage's front casters. As the transfer carriage's front casters were damaged, the casters could not engage to the sterilizer's docking station properly. The steris technician removed the transfer carriage from service and is pending repairs. A follow-up report will be submitted once repairs are completed for the transfer carriage.

Manufacturer narrative:
The steris service technician tightened the casters, confirmed the atlas transfer carriage to be operating properly, and returned the unit to service. User facility personnel were counseled on the importance of only using designated carriages with their corresponding sterilizers to ensure proper alignment and prevent reoccurrence of the reported event. No additional issues have been reported.